Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation could not draw any conclusions about the reported event based on the lack of the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor and mbt impactor broke while using in surgery. No surgical delay. All pieces were retrieved.